Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient had vascular necrosis on ankle that was implanted. Necrosis was nearly as big as a quarter. The physician mentioned that they probably shouldn't had implanted device and they would be more careful in the future. Patient provided antibiotics. The physician did not think the device caused this issue but rather patient condition upon implantation. Patient was explanted. Patient was sad though because the device was working. The issue was resolved.

Manufacturer narrative:
H3: non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.